Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation following several falls over the past few months. Lead diagnostics showed that every contact on the lead was high. Reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.